Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Please reference MFR. Report number: 1221359-2021-01362.

Event description:
The customer reported false positive results with the ID now covid-19 for multiple patients performed on (B)(6) 2021 this MFR. Report addresses patient 1 of 2. The customer reported a false positive result with the ID now covid-19 performed on (B)(6) 2021 on a direct tested nasopharyngeal kitted swab. Repeat testing was not performed. Rt-pcr confirmation testing was performed on oropharyngeal and nasopharyngeal swabs generated negative results. The customer confirmed there was no patient harm due to the test results.

Manufacturer narrative:
This supplemental is being submitted to report the investigation results. Investigation: testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 1018715 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot 1018715, test base part number 190-430 / lot 1018715. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1018715 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4), inc. Was unable to determine the exact root cause of the reported issue. The available evidence suggests that this device lot is performing within the statements made within package insert related to % test agreement with the expected results by sample concentration.